Manufacturer narrative:
The field service representative (fsr) observed the error message upon power up of the roller pump. The fsr reset the cable at the back of the pump and the error cleared. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a roller pump displayed a 'motor error' and a 'pump jam' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.